Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported 'pump turn off without user input at 75% battery' which was not reproduced during evaluation. A review of the event history log identified improper shutdown messages as evidence of the reported problem. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turned off on its own without its input at 75% battery upon power up. There was no patient involvement. No additional information is available.